Event description:
Boston scientific crm received information that this device exhbited extended charge times. Monitoring voltage was 2.66 volts and charge time was 23 seconds. The physician felt this charge time was unacceptable. No adverse patient effects have been reported.

Event description:
--

Manufacturer narrative:
The device was explanted and replaced. The device will be returned. No additional information is available. Should any additional information related to this event become available, this event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection noted electrocautery marks in the casing. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
The device has been returned. Analysis of the returned product is currently in progress. No additional information is available. Should any additional information related to this event become available, this event will be updated.